Manufacturer narrative:
(B)(4).

Event description:
The receiver being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there were no defects found. A review of the downloaded receiver log did not find any errors. The device was determined to be operating within the required specifications. There was no alleged malfunction to the device.

Manufacturer narrative:
(B)(4).

Event description:
Patient's brother contacted dexcom technical support on (B)(6) 2015, to state the patient passed away on (B)(6) 2015. Reportedly, the patient had been in a nursing home for four months and had pneumonia. On (B)(6) 2015, a nurse in the nursing home noticed that the patient's finger nails were blue. The patient was transported to the nearest hospital the same day and expired while in the hospital two days later. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient's brother contacted dexcom technical support on (B)(6) 2015, to state the patient passed away on (B)(6) 2015. Reportedly, the patient had been in a nursing home for four months and had pneumonia. On (B)(6) 2015 a nurse in the nursing home noticed that the patient's finger nails were blue. The patient was transported to the nearest hospital the same day and expired while in the hospital two days later. No additional event or patient information is available. The transmitter being used at the time of event was returned for evaluation. The device was visually inspected and no defects were found. Functional testing was performed and there was no failure detected. The device was determined to be operating within the required specifications. There was no alleged malfunction to the device.